Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information from a competitive field representative that this right ventricular (rv) lead exhibited pacing impedances of greater than 2000 ohms. The local boston scientific fr was not able to provide any further information regarding an action plan for the patient. No adverse patient effects have been reported. The lead remains in service.